Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.